Manufacturer narrative:
(B)(4). Device not returned for evaluation. Most likely underlying root cause of malfunction. User had inaccurate reference, user's test strip had poor fill, user reused test strip. Manufacturer acknowledges the lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification. ((B)(6) 2013).

Event description:
Customer is calling concern with the low results he is getting. Customer states that his expected range is in the 200mg/dl's. The test strips are with the expiration date (01/30/2015). Recalled the blood results in the meter memory: (customer just got the meter today). (B)(6) 3:21pm 65mg/dl.; (B)(6) 2:48pm 74mg/dl.; (B)(6) 2:30pm 71mg/dl. No adverse event reported.